Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 11 months. A portion of the percutaneous lead (driveline) has been returned for evaluation.the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the analysis of the log, the manufacturer¿s technical services representative observed two pump stops on (B)(6) 2018 at 23:07:17 and (B)(6) 2018 at 2:30:19. These issues only appear to be occurring while the vad is connected to the power module. On (B)(6) 2018, fluoroscopic images submitted showed a suspicious area right at the driveline connector externally. Internal images were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) repair was performed. The continuity test showed a broken black wire and while performing the test the patient¿s system controller went into backup mode possibly due to the short and the system controller was exchanged and the continuity test continued. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The driveline fault alarms did not return. Log file submitted were after the splice. There were only 4 lines of good data post the distal end percutaneous lead (driveline) repair but so far no issues. The log file driveline data appears normal. No additional information was provided.